Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision was blurry and she was seeing floaters. The consumer reported that her surgeon told her that she just needed a little more time, but she does not feel that it is going to get better. In a follow up, the surgeon reported the patient was told preoperatively that the iol would reduce cylinder, but not eliminate cylinder. The surgeon reported the patient understood clearly, but she was now disappointed that postoperatively she has cylinder. The surgeon stated no complications transpired.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/07/2009, 08/10/2009, and 08/24/2009 by phone, fax, and mail. A completed questionnaire was received on 08/28/2009. Medical records were received on 08/25/2009. (B) (4). (B) (4). (B) (4).